Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient fell down the stairs and was taken to the hospital by ambulance. The patient was transferred to the intensive care unit (ICU). The patient was put in a induced coma. The patient was thirsty.